Event description:
It was reported that the atrial lead had no capture, undersensing, high impedance greater than 2500 ohms, and an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.